Event description:
Rptr writes, " on may 29, 1997 an angiogram was performed. A double stent was placed in my main coronary artery and I was subjected to a human experiment with violation of informed consent. Three mos later, sept 4, 1997, the stents caused severe blockage worse than previously, and another angiogram had to be performed to break up the blockage due to the stents."